Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the customer reported that a black screen appeared on the surgeon side console (ssc) left high resolution stereo viewer (hrsv). Rebooting did not resolve the issue. The site has dual consoles and elected to continue the procedure using one ssc. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting a da vinci-assisted surgical procedure after surgical ports placement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) monitor from surgeon side console (ssc) in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The hrsv monitor was analyzed, and the reported failure was confirmed and replicated. The error 119 (low current detected on hrsv) was confirmed via system logs, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system, and it showed a black screen, and therefore was not functional. The error logs were checked, and the error 119 was found. As a result of these findings, failure analysis concluded that the low current failure on hrsv was the source of the reported event. The probable root cause is attributed to an electrical module issue of the left hrsv monitor, resulting in an abnormally low current draw and caused the black screen on the ssc.